Event description:
It was reported, the recharge burden for the pt's ((B)(6)) ipg had increased. Surgical intervention was undertaken to explant the device. The pt will reportedly receive a replacement ipg at a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.